Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s hemorrhagic stroke and respiratory failure, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2020. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07aug2020. The hm3 IFU lists stroke, respiratory failure and death as adverse events that may be associated with heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be submitted on final report.

Event description:
It was reported that the patient passed away due to intracerebral hemorrhage (ich). It was noted that arteriovenous malformation (avm) was confirmed via catheter tract hemorrhage (cth) with large frontal lobe ich and severe hemorrhagic changes in the midbrain. A computed tomography (CT) of the head with and without contrast was performed on (B)(6) 2020. Patient was not responsive, with bilateral fixed and dilated pupils. Patient had been placed on veno-veno ECMO secondary to acute respiratory failure from (B)(6) 2020 to (B)(6) 2020. Patient was on systemic anticoagulation (heparin) drip during ecls course. Neurology was consulted, and there was no treatment offered due to dire prognosis. The pump will not be returned for analysis.